Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were less responsive, up and down arrows and sometimes act button was harder to press. The customer¿s blood glucose level was unknown at the time of the incident. The customer was also reported that insulin pump protective layer was started to peeled off. The insulin pump will not be returned for analysis.